Event description:
A physician attempted an arteriotomy closure using the starclose device. The two longest tines of the starclose clip picked up the posterior wall, occluding the vessel. The patient was taken to surgery where the clip was removed. Post procedure, the patient was doing fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.